Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient having another non-curonix device implanted was ruled out as a potential cause. Additionally, migration and off-label use were ruled out. Potential causes of the reported issue are programming parameters, inference from a non-curonix device, the patient being a poor candidate due to health, age, weight or mental capacity, and severe force applied to the implant. The stimulator is used to treat pain. The cause of the new pain is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reported new pain after the implant procedure. The patient had an ankle replacement prior to the implant procedure of the curonix devices. They decided to see a podiatrist who removed the ankle hardware in an effort to reduce the pain. After the removal of the ankle hardware, the patient was still experiencing pain. Attempts were made to change the transmitter settings without success. An explant procedure was performed on (B)(6) 2024 and the patient is doing fine.